Event description:
Customer reported that the device was connected to the pt via the quik-combo pads and alarmed "connect electrodes". Users switched to another device and successfully provided pacing therapy. The reported issue had no adverse effect on pt since the pt did not require defibrillation. Caller also reported that the same issue had previously occurred on three separate incidents when users attempted to pace patients. There was no further info provided for the previous incidents. The facility biomed tested the device and confirmed the reported issue.

Manufacturer narrative:
(B) (4). Physio control evaluated the device and observed that it would not recognize therapy cable connection to provide pacing and/or defibrillation therapy. Physio replaced the therapy pcb assemble and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb and determined the root cause of malfunction to be a broken resistor, designator r2.